Event description:
Information received with return of the explanted device notes that the patient fell down and was taken to the hospital. An ECG showed that there were no pacing spikes and a loss of telemetry.~~~~~~~~~